Event description:
Additional information was received. It was reported that the manufacturer representative (rep) had not been able to figure out how to activate the head-up display (hud) without logging out of the system first and requested assistance. It was noted that the site had everything connected. The system would track the scope however when they injected the hud, it did not work unless they logged out and logged back in on the system. This was a pain point for the surgeon because they had to do it during the procedure.

Manufacturer narrative:
Please see section b5 for additional information. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Continuation of d10: section d information references the main component of the system. Other relevant device(s) are: product ID: 9736364. H3, h6) no parts have been received by the manufacturer for evaluation. Codes b17, c20, and d15 are applicable to this analysis. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information regarding a navigation system being used outside of a procedure. It was reported that while calibrating the site's microscope with the navigation system, the hud video feed was experiencing intermittent display issues. Specifically, white horizontal "static" lines would appear and move rapidly on-screen for several seconds before disappearing, then later re-appearing, and so on. The manufacturing representative (rep) examined the yellow lemo portion of the cable and noticed four pins appeared to be missing. Technical services (ts) compared a photo of her cable to a known, working cable and confirmed the pins should be there. Rep also tried wiggling the cable connecting the yellow digital microscope port on the navigation system to the computer; issue persisted. Ts believed issue was related to the missing pins in the cable. Video feed remained accurate and mostly functional, but ts recommended replacing cable. No patient present.

Manufacturer narrative:
H6 correction, a0902 - intermittent display medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
B5 additional information medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received. It was reported that the rep replaced the cable, and the issue resolved long enough to get through the calibration but now the issue has started again.